Event description:
It was reported the system intermittently failed to save cine sequence and had data lose. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine high drive was installed during the service call. The system was tested and found to be working as intended and put back into service.